Event description:
Device complication: none, time of complication: four days post procedure, symptoms: none reported. It was reported that the pt experienced a sudden possible intracranial hemorrhage vs. Cardiac event, resulting in respiratory distress and subsequent death. No additional info is available.